Event description:
Shoulder revision surgery of a smr anatomic hemi implant performed on (B)(6) 2024, due to cuff failure. The prosthesis was converted to reverse and the following components were explanted: · smr cta humeral head ø46 mm (product code 1323.09.460, lot #1110466 - ster. 1700216) · smr cta heads adaptor ø36 mm (product code 1352.15.200, lot #c - ster. 1900263) previous surgery took place on (B)(6) 2020. It was reported that the patient was for a trauma reverse in 2020 but the glenoid got fractured upon drilling, therefore the smr anatomic hemi was implanted. No patient's clinical details are available. Event happened in (B)(6).

Manufacturer narrative:
Checking the manufacturing charts of involved lot #1110466, no pre-existing anomalies were found on devices manufactured with that lot #. This is the first and only complaint received on the lot #1110466. Device analysis explanted components were not returned to limacorporate for investigation. No additional details were available on this post-operative issue, specifically pre-operative x-rays related to the revision surgery were not accessible. Based on the few information received we are not able to further investigate the root cause of the event. Considering that the check of manufacturing charts highlighted no anomalies on components manufactured with lot #1110466, we can state that the event was not product related. Pms data. According to our pms data, the revision rate of cta heads - belonging to the family codes 1323.07.xxx, 1323.09.xxx and 1323.15.xxx - due to cuff failure is 0.11%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.